Event description:
It was reported to vyaire medical that the vela ventilator has blank display, unit cycles, alarms nothing on display, found on start up. There is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(6). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Result of investigation: vyaire field service went onsite replaced teh front panel and preformed ovp (operation verification procedure) but failed vte (end tidal volume) reading specifications. The vte reading is too high compare to set volume. Calibrated all transducers but the turbine transducer cannot be calibrated due to leaks on the mainboard. The main board was replaced,ovp was performed and the unit passed per vela service manual.